Manufacturer narrative:
No product return for evaluation as it was repositioned and left in situ. No radiographs or CT images provided to confirm the reported event. Review of the reported statement noted no fixation provided during index procedure. No root cause could be determined but implant selection, placement and fixation are all contributing factors. No patient injury reported. Labeling review: "...the system designed for use with autogenous and or allogeneic bone graft comprised of cancellous and or corticocancellous bone graft to facilitate fusion and supplemental internal spinal fixation systems that are cleared by the FDA for use in the thoracolumbar spine..." Post operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." "...compatibility do not use coroent thoracolumbar system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instruments. Instruments and implants are not interchangeable between systems..."

Event description:
On (B)(6) 2019 a patient underwent extreme lateral interbody fusion at l2 to l4 levels with no fixation and no reported issues. On (B)(6) 2019 the cage at l3 l4 was observed as backed out. On (B)(6) 2019 the cage at l3 l4 was re-inserted and another manufactures fixation was utilized. No patient injury reported.